Manufacturer narrative:
This is a follow-up report to provide a code correction to 2243471-2021-00476. (B)(4).

Manufacturer narrative:
A customer alleged a false negative result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (lot 00824y). Due to patient samples, both a new sample and the original sample were tested which generated positive results. An investigation was performed to evaluate the customer issue which did not identify any product problem. The sars-cov-2 curve for the retest of the original sample is flatter than the curves for the recollected sample. This indicates a lower titer and could explain the negative result for the initial test. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false negative result for a single patient while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system (lot 00824y). Initially, a patient sample generated a negative result for sars-cov-2, flu a and flu b. Due to patient symptoms, a new sample was collected and tested which generated a positive sars-cov-2 result. The original sample and new sample were both then retested which likewise generated positive sars-cov-2 results. The negative result was released however, the patient was treated for sars-cov-2 due to their symptoms and repeat results. According to the customer, patient samples are typically collected with either nasal or nasopharyngeal flocked swabs and remel ((B)(4) media. The recollected sample was taken and tested an hour after the initial negative result. The original sample was left out for that hour and retested at room temperature. An investigation was performed to evaluate the customer issue which did not identify any product problem. There were no abnormalities in any of the runs for either the original, or recollected sample. However, the sars-cov-2 curve for the retest of the original sample is flatter than the curves for the recollected sample. This indicates a lower titer and could explain the negative result for the initial test. This sample also had a later CT (34.1) than the recollection runs (32.6 and 29.2). While it is above the limit of detection (~35-36), the CT value is still late.